Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jan2020.

Event description:
It was reported that the ventilator was inoperable with a 24 volts failure error code. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se also found white lines on the whole display. The se reset the video graphic array (vga) card, however the issue continued. The se performed extended self test (est) to address the 24 volts error code and replaced the liquid crystal display (lcd). The unit successfully passed performance specification testing.